Event description:
Convatec flexi seal fecal management system, for fecal diversion led to rectal bleeding requiring surgical intervention and oversew of bleeding rectal vessels and rigid proctoscopy. Dates of use: 2008. Diagnosis or reason for use: incontinence of diarrhea. Event abated: yes.